Manufacturer narrative:
(B)(4) date sent: 10/30/2025 d4 batch #: unknown. Additional information was requested and the following was obtained: is it correct in understanding that all broken pieces that had fallen off inside the patient's body were removed? It is correct to understand that all broken pieces were removed. Please tell us how the broken pieces were removed from the patient's body. (For example, retrieved with forceps under laparoscopy, etc.) Retrieved with forceps under laparoscopy. Was any bleeding or tissue damage observed at the time of this event? (Please also let us know if any additional treatment was required.) No bleeding or additional treatment was observed. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a total laparoscopic hysterectomy, the blade tip was broken off about 4-5mm and it could not be used immediately after use when trying to treat the round ligament. The blade tip fell into the patient, but the piece was retrieved. No pieces were left inside the patient. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.